Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported sensing issue. Analysis confirmed that the lower lcd (liquid crystal display) is not viewable (missing columns) and the lower case is broken. Upper case is broken. Two side bail covers are broken and ring cover is contaminated. The ring is bent. Keyboard pad has a cosmetic issue. Battery release and battery drawer are contaminated. Battery contacts are compressed.

Event description:
It was reported the epg (external pulse generator) was not sensing properly, the lower screen was not viewable, and the back of the case was cracked. The epg was returned for repair. There was no patient involvement.